Event description:
It was reported that during a gastrectomy procedure, the outer staple of the right side had malformed at the 1st and 2nd firing. Another device was used to complete the case. There were no adverse consequences to the pt. The device and the reload were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the mfg process.